Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose rose to 500 mg/dl. The customer's blood glucose was 596 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. Troubleshooting found the drive support cap appeared to be normal. The customer did not call back to perform a high pressure test. The insulin pump will not be returned for analysis.